Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level event on (B)(6) 2026 which led to cause intensive care (ICU) admission as the patient reported he did not see drops of insulin at the end of the tubing during the fill tubing step.